Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found tubing disconnected in port 8 of the bsv (blood sampling valve). The fse trimmed and reseated the tubing to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of less than 100 ml from the lh780 during shutdown cycle. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.